Manufacturer narrative:
Conclusion: the report stated that a permanent pacemaker was implanted one day post valve implant. The most likely reason for the implant of a permanent pacemaker is due to some sort of conduction disturbance. Conduction disturbances are known potential adverse effects per the evolutr IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. The device remains implanted.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.